Event description:
On 1/28/1998 permanent pacer inserted. 2 days prior to admission, pain, swelling, developed in left arm/hand. On 2/3 readmitted to hospital for left subclavian vein & left superior vena cava deep vein thrombosis, secondary to permanent pacer insertion. On 2/6 leads & pacer were explanted. Original pacer was re-inserted & a new single "vdd" lead implanted via "rsc".